Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.it was noted the sample tubes used by customer were outside of the stated specification for use on the analyzer.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t hs results for qc material and multiple patient samples from cobas e411 analyzer serial number (B)(4). The customer observed over the days of (B)(6) 2015, differences in troponin results between the cobas e411 and e601 analyzer. The results from the cobas e601 were normal, but the results from the cobas e411 were pathological. Data could only be provided for one patient from (B)(6) 2015. The initial result was 24 pg/ml. The next morning, the sample was retested on a cobas e601 analyzer and the result was 3.76 pg/ml. Erroneous results were reported to physicians outside the laboratory, but the samples were retested so the errors did not have consequences for the patients. There was no adverse event. The customer changed the reagent bottle and recalibrated which appeared to have resolved the issue. The customer believed the reagent is use at the time of the event was "faulty".